Manufacturer narrative:
This report is submitted on september 8, 2022.

Event description:
Per the clinic, the patient experienced pain and requested that the device be removed. The device was explanted on (B)(6) 2022. The patient was not re-implanted with another device.

Event description:
Correction: d1 and d4 as previously reported in the initial report on september 8, 2022 is incorrect. The correct d1 and d4 details are bim400 implant magnet and 93550, respectively.